Event description:
At the beginning of an implantable port placement procedure, the tip of the guidewire detached. It was reported that percutaneous access, using ultrasound guidance, was not difficult with regard to patient anatomy or vessel tortuosity. The physician was adjusting the position of the wire within the patient's blood vessel prior to tip detachment. The tip was successfully retrieved after approximately 1 hour during which time, the tip had migrated to the right atrium where it was retrieved. No patient complications from the retrieval procedure were reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The complaint was confirmed; the wire was returned in two parts. The distal solder tip of the guidewire, the needle, and dilator were not returned. The physician reported that he had retrieved the entire embolized tip. The wire was visually examined for defects and none were noted; the wire also met performance test specifications. The device history record was reviewed with no related exceptions noted. The instructions for use warn against "withdrawal, pull back, or manipulation of the guide wire distal tip through the needle tip." The physician reportedly adjusted the wire which may have caused the failure. Evaluation: device history record was reviewed.